Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a right lap preperitoneal hernia repair with mesh, during insertion, the first balloon broke. The surgeon opened a second balloon and the same thing. The surgeon had to change from laparoscopic to open procedure. No other information provided.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Upon initial inspection, cuts were observed to penetrate the balloons. Due to the observed damages, the dissector balloons would not inflate properly. All other components were in proper working condition. Visual testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the broken balloons, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.